Manufacturer narrative:
The subject device has been returned to omsc and is under evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for pseudomonas aeruginosa etc. The user facility reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor, oer-4 . There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. This device referenced in this report was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, following were confirmed and it was judged that the subject device needed to be repaired. Insufficient angulation range for specification. Too much play in the angulation mechanism. Missing a part of the glue on the both sides of the bending rubber. A pinhole in the instrument channel. Followings were also confirmed on the subject device. Scratches and scrapes on the outer surface of the control section scratches on the rubber cover of the remote switch, and the boot. Peeled paint on the suction cylinder. In addition, the evaluation confirmed that there were some scratches within the instrument channel at the portion of the bending section and a part of the insertion portion, but there was no other irregularity such as foreign material. The exact cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".